Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported hospitalization due to high blood glucose. Troubleshooting was done. Customer's blood glucose was 540 mg/dl. Customer was treated with insulin and released. Customer was wearing the insulin pump at the time of hospitalization. Customer stated had toes amputated due to diabetes, had feet infection and taking antibiotics. At the time of emergency visit, the cannula was bent. No troubleshoot for bent cannula. No further information provided.